Event description:
It was reported that on (B)(6) 2010, the patient underwent a transforaminal spine fusion surgery on the lumbar region from l5-s1 where rhbmp-2/acs was implanted. Post-operatively, the patient experienced pain in his lower back and lower left extremity. On (B)(6) 2010, a CT scan revealed posterior body osteophyte formation protruding into the spinal canal at the level of his rhbmp-2/acs surgical site. On (B)(6) 2010, the patient underwent a revision surgery to alleviate radiculopathy and foraminal stenosis at the level of his previous rhbmp-2/acs surgery caused by bone growth into the foramen. On (B)(6) 2011, a CT myelogram revealed disc protrusions and ossific endplate spurring accompanied by an osteophyte lying directly adjacent to the exiting nerve roots and neural foramen at the level of his previous rhbmp-2/acs surgical site. On (B)(6) 2011, the patient underwent a second revision surgery to decompress the foramen at the level of his rhbmp-2/acs surgical site. On (B)(6) 2014, an MRI exam reveals osteophyte formation encroaching upon the left lateral recess at the level of his previous rhbmp-2/acs surgical site. The patient continues to experience back pain with radiation into his lower extremities. The patient is unable to practice and enjoy the activities of daily life he enjoyed pre-operatively.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.